Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator reached elective replacement indicator (eri) prematurely. On (B)(6) 2010, a longevity estimate of 18 months was given. On (B)(6) 2010, the device was at eri.

Event description:
Patient implanted with prodisc-l at l4-l5 on an unknown date, subsequently returned to operating room for implantation of screws, locking caps and rods on an unknown date. Patient returned to operating room again for explant rods, screws and locking caps and revised to two levels with xlif and four levels with posterior construct with screws and rods on (B)(6) 2010. Prodisc-l was not explanted. Reason for multiple revisions is unknown at this time. This is the 5th of 13 reports submitted on this event.

Manufacturer narrative:
According to the received printout dated (B)(4) 2010, the pulse generator had reached elective replacement indicator (eri). However, the device as received was not in eri and review of memory did not find any indications that it had reached eri. Normal device function was observed, with battery voltage and magnet rate above eri levels.